Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset, enabling them to be retracted proximally and the safety release was activated retracting the locator wings, which released the device from the patient's anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.